Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's scs trial procedure the patient's physician made multiple attempts to advance the lead but was unable to place the lead due to excess scar tissue. The physician decided to abandon the procedure due to the inability to advance the lead. It was additionally reported the patient's blood pressure became elevated during the procedure but was treated in post-op, and the patient was discharged with blood pressure in the normal range.